Event description:
It was reported to medtronic minimed that the customer experienced damage on case - battery tube side. The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was performed. Damage was not affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-712wws was requested and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump received with cracked case, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. The pump passed the displacement test and the test p-cap/reservoir does lock into place. Cosmetic damage was confirmed at cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.